Manufacturer narrative:
(B)(4). The insulin pump was not received stuck in the manufacturing mode. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was received with normal operating currents. No unexpected replace battery now alarm noted. However, unexpected replace battery alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, missing display window cover and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had replace battery now alarm. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for replace battery now alarm. Customer got replace battery now alarm without low battery. Customer has not had any unattended alarms. Insulin pump shows physical damage there was a piece of plastic missing on top of the screen. Customer advised to replace the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.